Manufacturer narrative:
The service engineer evaluated the pb980 ventilator. The patient tubing and exhalation had been removed from the ventilator. Testing was performed on the device and the reported event could not be duplicated. An incidental finding was noted. The graphical user interface (gui) was loose on the post. The engineer tightened the screws on the post. The ventilator passed all testing per the manufacturer's specifications at the time of service. The device performed as intended when an occlusion occurs. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator had an occlusion alert, "stopped the ventilator" and made a clicking noise. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Although the ventilator performed as intended when an occlusion occurs, this report is being conservatively filed due to loss of ventilation while in use on a patient.

Manufacturer narrative:
UDI number added. If information is provided in the future, a supplemental report will be issued.